Manufacturer narrative:
The reported events were lead dislodgement, unspecified sensing issue, inadequate capture threshold, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of unspecified sensing issue and inadequate capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. X-ray examination of the lead did not find any anomalies except for procedural damage. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with dried blood. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be retracted/extended, and helix extension length met specification. The cause of helix mechanism issue was isolated to dried blood in the helix region, blood on the inner coil, and over-torqued of the inner coil.

Event description:
It was reported that sensing had dropped and capture thresholds were high on the right ventricular (rv) lead. The rv lead was found to have dislodged. A procedure to replace the rv lead was conducted but the helix would not extend for repositioning. The rv lead was therefore explanted and replaced. The patient was stable.